Manufacturer narrative:
Date of initial report: 03/11/2009. Follow-up with the hospital confirmed the pad had been discarded so no sample can be returned for eval. The generator has been tested by the site and their clinical engineering said the rem alarm was functioning normally. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during an anterior surgical fusion on the neck, the rem pad was placed on the pt's right lateral thigh. After the surgery, a burn was discovered when the drapes were removed and the pad was found to be tented (lifted in the middle). The burn was described as a blister, 1x3 cm with pink around the edges. The area was treated with bacitracin and gauze and the pt was released to care for the area herself. The total surgical time was 1 hour and 46 minutes. The report stated that no alarm was heard during the surgery. At the six-week follow-up examination, the doctor found the wound unhealed and described it as a full thickness burn the same size as described at the time of the incident. The pt was taken to the burn unit to have the wound evaluated and determine a course of treatment.